Event description:
Order was placed for IV to be discontinued. Tape was carefully removed from IV site and it was found that the blue (22g) hub had been broken off from the plastic catheter; the plastic piece remained in the patient's arm. The catheter had a small piece out of the skin, so was able to be removed fully intact. Md aware, and patient educated to watch for signs of redness or inflammation at the site. Pt discharged home today and plans to follow up with her primary care provider (pcp) tomorrow.